Manufacturer narrative:
(B)(4). The results of this investigation concluded a tear was observed in cusp 2, and two tears were observed in cusp 3. No inflammation or significant calcifications were observed and gram stains were negative for organisms. No evidence was found to suggest the cause of the cusp tears were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Manufacturer narrative:
(B)(4).

Event description:
This 23 mm sjm trifecta valve was implanted on (B)(6) 2013 in conjunction with an ascending aortic replacement procedure using a dacron graft. During a follow-up echocardiogram on (B)(6) 2016, severe aortic regurgitation was noted and a rupture of one of the cusps was suspected. At explant, it is reported that the trifecta valve had a fixed coronary cusp that created severe failure and mild pannus but no evidence of obstruction. The valve was explanted on (B)(6) 2016 and replaced with a 23 mm c-e perimount magna valve. The patient is reported to be stable.